Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the first aspiration attempt the physician noticed that needle was not extending out of the catheter. The device was removed from the patient. After the device was removed, the physician observed that the needle detached from the sheath outside the patient. Another excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant confirmed that the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the first aspiration attempt the physician noticed that needle was not extending out of the catheter. The device was removed from the patient. After the device was removed, the physician observed that the needle detached from the sheath outside the patient. Another excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device was performed. The needle was retracted and the handle was in the retracted position. The outer sheath was separated from the handle which houses the proximal end of the outer sheath. Needle was attached to inner drive wire. A functional evaluation for needle extension/retraction found the handle was functional. When handle side was extended and retracted, the needle extended and retracted without issue. However, since the outer sheath came loose out of the handle, the advanced needle came short of extending out of the outer sheath. The actual needle was attached to the drive wire. Therefore, the primary reported failure mode of ¿needle¿ detached is ¿not-confirmed¿. Since the needle was intact and not detached, this is no longer considered a reportable event. Based on event description, the issue was identified during procedure inside the patient. Most likely, due to procedural/anatomical factors encountered during the procedure, the proximal side of the device was affected, pulling the outer sheath out of the handle. Once the outer sheath was detached from the handle, when handle was advanced, the needle would not extend out of the sheath. Therefore, ¿operational context¿ was selected for the most probable root cause for the outer sheath detached. A review of the device history record (DHR) was not performed since the lot number was not provided in the reported complaint.